Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, customer reloaded the cartridge and resumed insulin delivery successfully.